Event description:
I have experienced throat irritation since mid 2021. In (B)(6) 2021, my ent doctor scoped my throat and reported "no cancer" and offered no treatment. As of yet I have no relief from the issue. For the last few years, I have been using a recalled bipap device produced by philips corporations. I slept with this operating device on a daily basis. FDA safety report ID # (B)(4).